Event description:
It was reported that during a reduction operation of ulna fracture, one q-fix couldn't be deployed during normal use. The insertion site was cleared of all debris prior to insertion. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up in the an additional drilled bone hole. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is still in the insertion tube. The insertion tube has been bent at the distal tip by another instrument. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is not fully extended. A functional evaluation showed the driver can no longer be used to advance the anchor. The ratchet will not lock and can fully extend the cleat down and back up without moving the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (incorrect bone hole preparation, improper depth insertion, bone hole not clear of material, or torsion during deployment). Based on this investigation, the need for corrective action is not indicated.